Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Reportedly, the customer left pump off charger for a period of time until battery level returned to 100 percent, and issue was resolved.